Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 624842) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervical cyst ("cervical cyst"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal and cervical cyst outcome was unknown. The reporter considered cervical cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: proof of tubal occlusion status post essure placement three months ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: upon internal review it was found that this case (B)(4) was duplicate of this case therefore this case (B)(4) was marked for deletion.nullification reason-duplicate case is identified with fu information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 624842) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervical cyst ("cervical cyst"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and cervical cyst outcome was unknown. The reporter considered cervical cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: proof of tubal occlusion status post essure placement three months ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 624842) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervical cyst ("cervical cyst"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and cervical cyst outcome was unknown. The reporter considered cervical cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: proof of tubal occlusion status post essure placement three months ago. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.